Event description:
It was reported that the patient with this posterior coronary vein lead had exhibited possible due to rv lead erosion. A revision was performed and the implantable device along with the leads were explanted. No additional adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).